Event description:
It was reported to co that the image intensifier moved to its lowest point of travel, approx 13 cm above the table. Apparently the drive belts slipped allowing it to move to its end stops. The device is being repaired.